Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 22 mg/dl. Customer was hospitalized due low blood glucose. Customer stated that low blood glucose was due to overcorrecting caused by sensor's incorrect reading. Sensor advised that blood glucose was 400 mg/dl when blood glucose was actually 22 mg/dl. Customer requested assistance on the functionality of the sensor.